Manufacturer narrative:
There is no evidence of a device malfunction. The operator attributed the reported blood loss to arterial access issues, noting sluggish flow and no flashback of blood from needle prior to beginning treatment. The cycler alarmed appropriately. The user's guide instructs the operator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The event has been reviewed with facility staff. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial air and arterial pressure alarms occurred during a routine hemodialysis treatment. The operator reports that prior to beginning treatment flow was very sluggish, and she did not have a flashback of blood from the needle. The operator proceeded to start treatment anyway. After the alarms sounded the operator was adivsed by the facility nurse to terminate treatment, resulting in an estimated blood loss of 210cc. No medical intervention was required.